Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 30 mg/dl at the time of the incident. The customer reported that she experienced a low and she went and saw a doctor and they think she could've received the low blood glucose due to the recalls. The customer reported that she experienced two episodes of low blood glucose previously. Previously her blood glucose was 34mg/dl. The customer treated her low blood glucose with sugar and the first time she had an intravenous and had orange juice. The customer also had a knee replacement. She declined to troubleshoot as she had already done it. The insulin pump will be returned for analysis.